Manufacturer narrative:
The customer returned a gif-hq190 videoscope with serial (B)(4) for an evaluation. The scope was inspected by the service center¿s estimation group and noted the up angulation position was reading at 145° which is low and below the servicing standards of 170~210°. All other angulations (down,left,right) are within specifications. The scope¿s angulations system and the control knobs were angulated in all positions and the bending section was able to flex back (testing in the free position). The evaluator tested the control knobs in the engage (lock) position and confirmed the bending section does not flex back. This is due to the control knobs were locked. Due to the nature of this complaint the scope was transferred the service center¿s market quality department who confirmed the low angulation previously recorded. During manipulation of the up/down control knob, there was tension observed during the test when angulated in the up direction. Further evaluation, market quality removed the grip section, guide plate and stopper to evaluate the condition of the angulation wires. Market quality was able to observed the up angulation wire was stretched and it was set at the number 4 slot on the c-end. There were no anomalies noted on the other angulation wires. A review of the instrument history revealed the scope was returned for servicing on may 21, 2019. Under this service event, the up/down control knob movement was found with play and the up angulation was observed low with a reading of 150°. Further review found a major repair which shows the scope underwent a full factory refurbishment performed on september 14, 2018 due to buckles on the insertion tube. At the time of service, the scope ID read at 444 uses. The scope now has a reading of 901 uses with 22,306 minutes in used; a total accumulation of 457 usage since the last repair. Based on the evaluation and findings, the users¿ reported complaint was able to be confirmed when performing the test under the engage position of the knobs. However, when testing in the free position, the scope bending section was able to flex back in the neutral position. The stretched angulation wires are likely due to wear and tear and/or improper usage of the scope may have resulted in the users ¿experience.

Event description:
The service center was informed that during an unspecified procedure, scope¿s angulation knob would not straighten bending section stuck in retroflex position. It is unknown if the intended procedure was completed. There was no patient injury reported.